Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion burette set was missing a component. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that a buretrol set that was missing the white cap on one of the ports. Blood was noted to be backing up in IV tubing. When I arrived at the bedside to assist with re-priming the line, we noted a white port on the buretrol set (alaris pump infusion burette set) to be missing. This port was the one before the filter. Only the blue "spring" was visable and tpn noted to be leaking from that "spring" site during the re-priming. IV fluids had to be re-strung with new tubing set.

Manufacturer narrative:
The customer reported the y-site was causing the set to back up and returned one photo of material 2441-0007. The photo verifies the complaint of smart site cap missing, and damage to smart site. No physical sample is available. A device history record review could not be performed on material 2441-0007 because the lot number is unknown. The root cause could not be defined, and the manufacturing plant was unable to trace to failure to their process. The potential root cause for the issue is related to user error and/or excessive force. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Pr (B)(4) follow up report for correction. The ar code was incorrect in the initial MDR. Correct ar code is corrected in the investigation aa codes. Ar - misassembly aa - component damage.

Event description:
Post investigation findings revealed that the smart site was not missassembled and missing component but was actually component damage and was broken off post-manufacturing ¿ date of event stays the same.